Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system lost its home position. The issue occurred when the system was not docked and was powered off. An attempt was made to dock the system prior to the motion being initialized. The motion bar on the pendant was still scrolling. During troubleshooting, the system was re-homed, and the issue was resolved. No patient was present during this event, so no patient demographics are applicable.